Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to a scratch on scope connector, water tightness was lost. Wear on the angle wire led to stretching, affecting the bending angle in the up direction and the play of upward/downward angulation control knob, did not meeting the standard value. Due to clogging of nozzle, air supply volume did not meet the standard value. Deterioration in the bending section cover's adhesive was observed in form of a chip due to physical/chemical stress. The insertion tube became deformed as a portion was caught and pinched during use and deteriorated due to the handling issue. Chemical stress caused the resin to crack during handling. The objective lens was chipped due to a shock caused by dropping and knocking the endoscope to a hard surface. Chemical stress during reprocessing led to corrosion on the air water-cylinder, suction cylinder, with paint peeling off and discoloration on control unit and on connecting tube. Forceps channel port was shaved, and suction cylinder was scraped with a cleaning brush. Physical stress has caused scratch on many components. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during device evaluation, the colonovideoscope exhibited the presence of foreign material inside the nozzle. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.